Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction to product registration, catalog no, and UDI. D4 catalog no: - correction. D4 UDI: - correction. H2 type of follow up: - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). 3004753838-2025-058194 and 3004753838-2025-058194-01 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 3/5/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.